Manufacturer narrative:
1627487-07262012-002-r and 1627487-05242011-002-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pocket heating while charging the ipg. Surgical intervention may be undertaken to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. The pocket heating issue has resolved following the procedure.